Manufacturer narrative:
(B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device leaked at connection. The following information was provided by the initial reporter, translated from japanese to english: it was reported that leakage from part of the connectors.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined. Three photographs and one q-syte connector from lot number #3093409 were provided for investigation. A visual observation revealed nothing remarkable; however, a functional test revealed a leak in the connector due to a tear in the column wall of the septum. This type of damage may occur during manufacturing or from misalignment with the mating luer tip during use. The product IFU states, "when connecting to or disconnecting from the bd q-syte device always insert or remove the male luer using a 'straight-on/straight-off' approach. Angled insertions/removals may cause poor functioning or damage to the device." Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.